Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: no clinical symptoms or device-related issues were reported. The submitted log file contained data spanning from 03sep2019 at 06:52:42 to 17sep2019 at 11:53:06, per the timestamp. Throughout the log file the device operated above the low speed limit and no atypical vad-related alarms were captured. The pump appeared to have been operating as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic for a routine visit. Patient log files were submitted for review. Manufacturer's technical services review the log file and observed one external power alarm while the patient was connected to the power module.